Manufacturer narrative:
Upon receipt at boston scientific, post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned. A setscrew mark was noted on the terminal pin. There were no discernable setscrew marks were noted on the ring. The lead body was twisted. The lead passed all mechanical and electrical testing. Detailed analysis was not performed. Analysis could not confirm that the lead was damaged, however, it was confirmed that the lead body was twisted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged due to the patient twiddling. The representative noted that there was likely lead damage due to the twiddling. The lead was explanted. No additional adverse patient effects have been reported.